Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A laser operator reports that the system did not complete the side cut of the flap. The surgeon completed the cut manually and the procedure was completed successfully. The pt is doing fine and no further info is anticipated.